Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported patient device interaction problem associated with thrombus. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2025, a thrombus was noted on the follow up transesophageal echocardiogram (tee). The physician placed patient back on oral anticoagulation. The patient was reported stable.